Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the initial investigation details the reported condition of the device running with the safety on could not be duplicated. However, during the investigation the device exceeded the maximum temp. Based on the investigation details, the likely cause for the overheating was problems with the blade mount assembly, motor cartridge, rotor, and bearings, which were each replaced. Service will repair and return the device to the customer.

Event description:
It was reported that the handpiece continued to run on its own with the safety on during a surgical procedure. The case was completed successfully with another device. There were no adverse consequences reported as a result of this event.